Manufacturer narrative:
Correction to MDR in block b5.

Event description:
It was reported that the patient was experiencing inadequate and undesired sensation stimulation due to leads having high impedances. Explanted device was not returned. Additional information has been received that patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18021178, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate and undesired sensation stimulation due to leads having high impedances. No further information has been obtained.